Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable device developed a pericardial effusion post implant that had to be drained at that time as well. There was no further information provided as of this time. The device remains in service. No additional adverse patient effects were reported.